Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a blood glucose level of 600 mg/dl. The customer experienced thirst as a symptom of his high blood glucose level. The customer's mother stated that the insulin pump was making a humming sound intermittently. Standard troubleshooting was performed. The insulin pump functioned according to design. The customer's mother was advised to change the reservoir, insulin, and infusion set. The product is not being returned. Nothing further was reported.